Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue on an accu-chek inform ii meter. The meter has black spots in the results field of the display screen. This could cause issues with the interpretation of results. There have been no misread results as the customer viewed results via the computer. The customer reset the meter, however, the issue remained.